Manufacturer narrative:
Evaluated one open or used reservoir. Performed pre-fill reservoir test per (B)(4)and (B)(4). Found reservoir no leakage anomaly when removing the plunger, performed manual test per (B)(4)appendix g and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir leak. Customer states the location of the leak was past the first gasket. Customer states the leak is past 1st o ring. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will be returned for analysis.